Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on (B)(6) 2017. That the patient reported approximately two weeks ago she was getting ¿too much medicine¿ in her body. The pump was turned down as interventions/actions taken to resolve the issue. Any environmental/external/patient factors that may have led or contributed to the issue were unknown and any diagnostics/troubleshooting performed were also unknown. It was noted that the patient was hospitalized for two weeks for pneumonia. At the time of the report it was unknown if the issue was resolved. Surgical intervention did not occur and it was asked but unknown if surgical intervention was planned. The patient status at the time of the report was ¿alive ¿ no injury.¿ it was noted the patient reported losing a lot of weight and was down to (B)(6) pounds. The patient medical history was asked but unknown. The patient weight was asked but unknown (not this is conflicting with the above report that the patient reported being down to (B)(6) pounds). Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported that about a year ago (relative to (B)(6) 2018) the patient had "snail slime" put in her pump and she got "deathly sick." She went to the hospital and her husband was told the patient "might not make it over night." The snail slime was removed about 5 months ago(relative to the report date) and the pump was refilled with saline. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient codes have been updated; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-14, additional information was received from the patient. The patient was calling due to an unrelated issue and mentioned that she was in the hospital for almost a year, in a coma, and the doctor had put "snail slime" in the pump. The patient stated "they had put the saline in the pump so that it did not rust".

Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. Updated from adverse event to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was indicated that the patient had issues with her pump. It was indicated that the pump was not programmed correctly, and the patient ended up in the hospital. It was noted that the pump was full of saline and has nothing in it. The patient didn¿t want more medication than what it should be. Currently there was saline in the pump and it was unknown to the reporter what medication was in the pump in the past. It was stated that the nurses were the one who filled the pump and not the hcp. It was indicated that the patient went to the emergency room (ER) and was so sick where she couldn't even walk. It was noted that today ((B)(6) 2018) the patient still cannot sleep at night and doesn't wear tennis shoes. The patient had gone to ER because she had enough. The patient was helicoptered to columbia hospital maybe 5 months ago. It was indicated that the patient was told her memory would be coming back more, and it was slowly coming back. The patient was admitted for 2.5 weeks. They had wanted the patient to go to a rest-home to get her strength back; however, she had home therapy instead. Every month her pump was refilled. The patient had gone in for a refill and it was a day later that she was sicker than a dog and ended up going to ER. The date of the event regarding the patient having went to the eri because they were so sick was (B)(6) 2017 (month and year specified only). It was stated that (B)(6) 2017 was the timeframe of the refill. The patient had someone do the refill who had never done a refill before, and had to sign a piece of paper that they were not responsible. It was further reported that they took out medication and put saline in as soon as the patient got out of hospital. Since the past summer has had saline. The patient was in great pain. The patient had pain from the get-go, but it kept getting worse. The date of the event regarding pain was asked, but was not provided. The patient wanted the pump taken out because it was causing so much pain. The patient had gone through withdrawals in (B)(6) 2017 ( month and year specified only) and was sweating in bed for months from trying to get over it. It was noted that the patient did beat the withdrawals. It was further reported that the patient¿s hands were getting crippled and the other hand was getting crippled now. Regarding their hands crippling, it was indicated as having occurred 7 months ago in 2017 (seven months prior to (B)(6) 2018). The patient had back pain that started after their stimulator was placed; date of event was (B)(6) 2015. The patient visited their physician because their legs fell asleep at night. It was stated that the patient was told she needed back surgery even though her back never hurt ever in her life. It was also noted that it say¿s on the patient¿s card that the pump was implanted on the same date as the spinal cord stimulator (scs) which the reporter indicated was incorrect. It was noted that the patient¿s scs device was placed on (B)(6) 14. It was further indicated that it was maybe 6 months later that they had put the pump in. The patient couldn¿t even cook or walk. The patient couldn¿t sleep at night and she was just tired of it. The patient was redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-mar-07. It was reported that the patient had their pump shut off because of pneumonia last month. It was stated that they turned it down multiple times when they transported the patient by air evacuation to columbia before shutting it off. The patient had withdrawals terribly bad but was over those now. The patient¿s current status was the pump was shut off. No further complications were reported.

Event description:
Additional information was received from a consumer. It was reported that the pump was drained and filled with saline.